Event description:
It was reported that there was a cuff leak in the tracheostomy tube. Pt was recannulated.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Ref MFR reports # 2936999-2011-00710 and 00715 for the other two devices.